Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced to resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed no anomalies. The returned product functioned properly during the evaluation and passed all diagnostic testing. Review of log files confirmed the occurrence of the reported error 5. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported event was confirmed through log evaluation however the cause of the error 5 remains unknown.